Event description:
It was reported that the pump software was suspending insulin delivery inappropriately resulting in the customer¿s blood glucose going above 500 mg/dl with ketones and dropping to 46 mg/dl. The customer¿s parent assisted addressing the elevated bg by delivered an insulin shot when needed. The customer was able to address the decreased bg on their own by consuming carbohydrates. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond.